Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported they were at a case yesterday for a normal ins battery replacement. Rep reported upon x-ray, one of the leads had migrated a lot. Caller reported since patient did not consent to the lead revision, the physician just replaced the scheduled ins. Rep reported there were no component issues, just lead migration. Rep reported currently no scheduled lead revision. Patient is scheduled for first post-op appointment july 12.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2022: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that it is unclear which lead exactly that would be. No known environmental factors contributed. Programming on the remaining lead was done and successful on the date of her follow up. No further action necessary. Issue has been resolved.